Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed. The reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with the vessel seal instrument installed. Vessel seal extend instrument was used with a saline-dipped gauze in the jaws and performed about 100 cut/seal activations using the yellow pedal/sync. Generator was tested with instrument for grabbing various thicknesses of sponge, and the e-100 worked fine without any issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator would keep shutting off during synchroseal activation. Site informed intuitive technical support engineer (tse) that generator has turned off six times during the procedure. Logs showed error 25902. The procedure was completed with no reported injury.